Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, the stapler cut the bowel but no staples deployed. Needed a hand sewn anastamosis rather than the stapled one planned. There was a 4-5cm of small bowel needed resection to alter anastamosis from stapled to hand sewn two layers.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted the firing knob was advanced. The single use loading unit (sulu) was received fully fired and the interlock was engaged. The knife blade was advanced. No damage was noted to the knife blade. Cracks were noted on the surface of the sulu. Malformed staples were observed on the distal tip of the loading unit. The sulu was reset and loaded the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Replication of the cracks on the sulu surface condition may be due to use in tissue thicker than indicated. This may also cause cracks in the cartridge. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.